Event description:
International affiliate reports that needle broke during tem surgery. Reporter states that the 'tip' of the needle is retained in the pt between the rectum and vagina. There are no reported adverse consequences to the pt related to this event.